Event description:
When pulling needle from dialysis pt, the dialysis tech failed to remove the bandaid securing the needle to the pt prior to removing it. As the needle was pulled, it came loose with a jerk and stuck the employee in their left index finger.